Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was unable to be duplicated. The power interface module (pim) board was replaced as a pre-caution. The handheld magnet mentioned by the customer is used to test for ferrous materials prior to entering an MRI environment is not recommended to be used on the ventilator. When operating in an MRI environment, the operator shall follow all safety procedures that are in effect for the MRI environment. To minimize the risk of failure, zoll recommends placing the ventilator at least 2 meters or 6 feet 6 inches from the magnet's bore opening. Using the device against the indications for use in an MRI environment may consequently result in a failure. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.